Event description:
Device 2 of 2 . Reference MFR. Report# 1627487-2018-03450.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report# 1627487-2018-03450. Additional information received identified 2 leads were explanted. Second lead is added as devices 2. Model 3799, scs ipg, implant date unknown.